Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the revision reported in experience was likely the result of the lack of required distal fixation of the femoral component relative to the bone (loosening of the femoral component), which created a bending moment on the femoral stem extension and led to fatigue fracture. (D11) concomitant devices: (cn: (B)(4), sn:(B)(4)) trapezoid tibial tray sz 3f/3t. (Cn: (B)(4), sn; (B)(4)) cc tibial insert sz 3, 11mm. (Cn: (B)(4), sn: 4663889) fluted stem extension 120l x 14 mm. No information provided in the following section(s): a2, a3, a4, a5, b6, and b7. The following section(s) have additional info: b4, g4, h1, h2, h3, h6, and h7. Section h11: (d10) device received on (B)(6) 2019.

Manufacturer narrative:
Concomitant devices: (cn: 204-04-33, sn: (B)(4)) trapezoid tibial tray sz 3f/3t. (Cn: 208-23-11, sn; (B)(4)) cc tibial insert sz 3, 11mm. (Cn: 204-34-12, sn: (B)(4)) fluted stem extension 120l x 14 mm. Pending engineering evaluation.

Event description:
Revision surgery occurred the same day, after it was discovered that the knee prosthesis (left knee) was fractured, and that patient suffered from functional impotence : surgeon decided to remove and change the prosthesis for another immediately. Revision surgery consisted thus in replacing the knee prosthesis.